Event description:
Contact reported the tip broke off. There was no adverse consequence to the patient.

Manufacturer narrative:
Visually inspected the returned threaded driver shaft. The entire threaded portion of the tip is broken off. The noted damage suggests that the threaded driver inner shaft (2865-61-000) may have been over tightened, which resulted in damaging the tip of the device. No CAPA needed. Care should be taken not to over tighten the threaded driver inner shaft (2865-61-000) as this can result in damaging the tip of the device. The tips of the threaded driver and threaded inner shaft should be always inspected to ensure that they are good working condition.